Manufacturer narrative:
This report is submitted on (B)(6),2022.

Event description:
Per the clinic, the patient experienced recurrent infection on the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The patient underwent skin revision surgery and abutment removal on (B)(6) 2022.